Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to clinic for follow-up. Inappropriate antitachycardia pacing and hv therapy were observed for atrial fibrillation. A few days later, patient was in ventricular arrhythmia, and appropriate therapy was delivered. Physician has not taken any action. Patient was good condition.